Event description:
Upon rotation of the treatment couch on its base a cracking noise was heard emitted from the base of the treatment couch. Investigation revealed all but one of the bolts which secured the treatment couch to the base had become sheared off. This allowed the treatment couch to tip downward toward the gantry and stand when the table was extended toward the accelerator with a pt in place. The result would be misalignment of the pt at the isocenter by approx 2 cm (estimated). Pt treatments were discontinued, and repair of the unit required riggers to remove the couch from the floor and base, replace all the sheared bolts and stand-offs, and re-establish isocenter. Operation appears to be normal since the time of that repair.